Event description:
It was reported that the 9800 system collimator would not calibrate prior to a case. No patient injury was reported.

Manufacturer narrative:
The customer cancelled the service call.